Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged connector) was confirmed. As received, pin 14 in the trunk cable connector was bent, preventing proper connection to the monitor. The root cause of the damaged connector is excessive force when mating the electrode belt with the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt had a damaged connector.